Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic cholecystectomy, a clip got broken at loading. Therefore, the other clips were used to continue the operation. No clip fell/remained in the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73e1800443 was manufactured on 05/16/2018 a total of (B)(4) pieces. Lot was released on 05/30/2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. One half of a loose clip was also returned. The cartridge and the loose clip were visually examined with and without magnification. Visual examination of the loose clip revealed that the clip was returned broken in half at the hinge. The cartridge contained the other half of the loose clip and no intact clips remaining in it. The sample appears used as there is biological material on the cartridge and the loose clip. It could not be determined exactly how or what caused the clip to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge and a half of a loose clip was returned. The loose clip was returned broken in half at the hinge. The cartridge contained the other half of the loose clip and no intact clips remaining in it. It could not be determined exactly how or what caused the clip to break in half at the hinge. Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that during a laparoscopic cholecystectomy, a clip got broken at loading. Therefore, the other clips were used to continue the operation. No clip fell/remained in the patient.